Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
Facility reported to the sales rep that the patient had a power glide removed by interventional radiology, due to a 10cm fragment in the cephalic vein. The nurse stated that the catheter break was a complete fracture at the right antecubital and emboli zed in the cephalic vein. No adverse out come or harm to the patient was reported after the device was removed.